Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "vitrectomy probe would not cut" (failure to cut). The nurse reported the vitrectomy probe would not cut. The probe was switched out and the case was completed as planned. The probe had a bend. It is uncertain, if the bend occurred after being handled. No pt injury was reported.

Manufacturer narrative:
The sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).